Event description:
It was reported that there was a malfunction during service resulting in potential to lead to a significant degradation or loss of oxygen therapy. There was no patient involvement.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs research park, 9900 innovation drive, USA, wauwatosa, wi 53226.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o2 control assembly was replaced to resolve the issue.